Event description:
Pt admitted with infection of right breast implant. Pt had undergone exchange of implants 4/27/94 and did well until approx 5/25/94 when reported to physician with fluid around implant. Implant was removed, cavity irrigated, smooth-walled prosthesis and continuous irrigation system implanted.